Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
This customer reported that during reconstitution, the diluent leaked out of the syringe before it could be injected into the vaccine vial. No information was received regarding any serious injury as a result of this product malfunction.